Manufacturer narrative:
Received voluntary medwatch mw5151373.

Event description:
Related manufacturer reference number: 2017865-2024-35334. It was reported that the right atrial (ra) lead and the right ventricular (rv) lead have been showing out of range pacing impedance values with an already known to clinic noise. The ra lead value is stable and low. The rv lead values have been low, out of range but over the last year they have been stable and normal. The noise was able to be recreated in the clinic with arm movement. Furthermore, inappropriate atrial tachy response events were recorded due to over sensing of nonphysiologic noise and there were also non-sustained ventricular tachycardia episodes of over-sensed myopotential without pacing inhibition. Programming options were discussed. The plan is to continue monitoring until generator change. No adverse patient effects were reported.